Event description:
It was reported that (1) 578sd was used during a tubal ligation procedure. It was reported by the rep that during the tubal ligation the outer gasket tore. It is unknown how the case was completed. There was no consequence to the pt.